Event description:
It was reported that an intuitive surgical, inc. (Isi) clinical sales associate (csa) contacted an isi technical support engineer (tse) to report possible water damage from a flood. There was water on the floor but there was no apparent water damage on the system. The csa stated that the system was already powered on and there were no errors but then error 307 occurred. The 307 faults were coming from the personality module vision acquisition (pmva). We confirmed that there were no cables connected to the pmva. We power cycled the system and the system powered up normally again. The csa power cycle the system again one more time and there was another 307 error on the pmva. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse inspected the system and found no evidence of water intrusion on any of the carts. All equipment in the area was dry, and there were no signs of moisture-related issues. During the inspection, a faulty personality module vision acquisition (pmva) was identified, and its failure was determined not to be caused by water in the room. The fse replaced the pmva to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the pmva has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.